Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were sticking and intermittently unresponsive for a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed peeling at the up arrow button. All the keypad buttons responded appropriately during testing. The keypad cover was opened and contamination was found under the up arrow and contrast buttons. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.